Event description:
Procedure type: colectomy. Patient gender: unk. According to the reporter: the "staple was not correct", bad quality donut was produced. The patient was re-operated due to an anastomotical recto/sigmoidal fistula. The anastomosis was leaking, and the fistula was treated by application of a drain. A blood transfusion was necessary due to a proctorrhagia. No further patient or procedure details could be obtained.